Event description:
A review of service data detected a reportable problem. During servicing, belt sn (B)(4) had a damaged cable. The last patient to use this belt did not report any deficiencies

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt trunk cable was cut, damaging wires. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt. The last patient to use this belt did not report any deficiencies.